Event description:
It was reported that a filter leak occurred 20 minutes after the start of a chemotherapy infusion at the triangular portion of the filter. Several drops dripped onto the patient's arm. No patient harm occurred.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components clear fluid was observed inside the 0.2 micron adult filter (p/n 10012217) and inside the tubing throughout the set. No other anomalies were observed with the set. Closer inspection of the leak location under microscope observed insufficient solvent at the end of the tubing that created a slight separation and a resulting leak path. During functional testing small drops of fluid was observed leaking from the tubing adapter to the 0.2 micron adult filter¿s inlet spigot. Pressure testing showed no anomalies. The root cause of the customer's report is the insufficient application of solvent during the manufacturing process that created a slight separation between the components and resulting leak path.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a filter leak occurred 20 minutes after the start of a chemotherapy infusion at the triangular portion of the filter. Several drops dripped onto the patient's arm. No patient harm occurred.